Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise leading to pacing inhibition was observed on the right ventricular lead. Noise was reproducible with isometrics. The programming change was made. The patient was stable and will continue to be monitored.